Manufacturer narrative:
The device was returned to an authorized resmed service center and an evaluation confirmed the complaint. The psu was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.